Event description:
Medtronic ICD system was explanted along with boston lead due to site staphylococcus epidermidis infection. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).